Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a thv territory manager that a patient with a heavily calcified bicuspid valve, underwent tavr with a 26mm sapien 3 ultra resilia valve. As reported, the team failed to cross valve using multiple wires and catheter combinations. The operator decided to switch the approach to transseptal and successfully snared the distal end of the wire in the aortic position. The team performed a bav with a 22mm z-med from transfemoral via the esheath. It was attempted to implant a 26mm s3ur and cardiac output abruptly stopped immediately after deployment (90/10 deployment at the ncc and 50/50 at the lcc). There was no aortic regurgitation with the first valve. It was initially believed the lca had been obstructed, but after shooting both rca and lca, the coronaries were open. The team immediately prepped a second 26mm s3ur and implanted. There was marked improvement of the patient's cardiac output after the second valve deployed but it did not last. The echo confirmed no effusion and valve was functional, but cardiac output was slowly getting worse. CPR was started after the 1st valve implant and was performed for 45 min by staff. The patient never fully recovered and the patient expired due to cardiac arrest. There were no edwards device related issues in this case to suggest as cause of death. The decompensation was not related to an edwards valve problem or the rapid pacing. Patient simply didn't tolerate the procedure and it resulted in cardiac arrest and the patient never recovered.